Event description:
Note sure of exact date, some time in 2005/2006. This problem occurred at capitol hill health care, a skilled nursing home facility in montgomery, alabama. An overbed light pull cord was attached to the bed rail of an electrical hospital bed by the patient. It's believed a short in the overbed light results in a power flow down the metal pull chain and grounding through the hospital metal bed rail. It resulted in an electrical shock to the patient and melting of the call light cord. The patient was in bed and was alerted to the problem by the burning, smoking call light cord. During her attempt to undo the call light cord and the overbed light pull chain, she received an electrical shock. To correct this problem, all overbed light pull cords where switched from metal pull chains to a yarn/string cord. The hope is to prevent a future short from flowing down the metal pull chain of the overbed light as the cord is now string/yarn.